Event description:
(B)(6) under dr (B)(6), gave me radiesse cosmetic filler injections to correct muscle loss in left cheek from an old car accident. However, an artery was pierced and the radiesse blocked blood flow. I have necrosis of my skin on my face. I have proof that the blockage and consequent necrosis is from the injections, yet dr (B)(6) is accusing me of being "inappropriately accusatory." He has discharged me as a pt, and has claimed I was disruptive at his office. I have a letter he sent me. I went in his office on wednesday, (B)(6) 2013 and asked to see him (not accusingly), but to get help for my dying skin. The problem with this product is it has no reversal. It is my hope that this product only be injected using a canula needle or a product is developed to reverse it if it gets in an artery. I have a journal and photos of this experience, and will sent to you upon your request if needed.